Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting a high, out of range pacing impedance. Sensing has dropped to 1.9 millivolts from 3.9. 50 plus episodes have been reported and one inappropriate shock was delivered due to noise on the ventricular rate/sense channel. It was reported that daily measurements have been all over the place, and the caller was suspecting that something must have happened with the lead. A guidant technical services (ts) consultant discussed trying to recreate the noise.